Manufacturer narrative:
The following was provided by the customer for complaint investigation: one used list# b3300, clave¿ neutral connector; lot# 13922014. No visual damages or anomalies were observed. The reported complaint of a leak was not confirmed. The returned sample was tested and performed to product specifications. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a clave¿ neutral connector where it was reported there was leaking fluids; needless access device (nad) leaking at connection point to syringe. They changed nad and reported issue. There was patient involvement, no human harm and unknown delay in therapy.